Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit using fitt (foam integrity test tool) but the device was evaluated and slight dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. P4 power connector had rust and corrosion on and inside of connector, indicating fluid or water ingress in or around the p4 connector, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacture found tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Also, a tiny piece of potential hair or fiber in the bottom of the blower box. Potential mineral deposit spots on the blower motor, on the inside of the blower motor and in the blower motor box, indicating potential water/fluid ingress. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found 32 errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.